Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this left ventricular (lv) lead was suspected of having dislodged. There was no capture in different configurations. The lv lead was noted to be completely out of the coronary sinus. A revision procedure was done and this lead was successfully repositioned with satisfactory numbers. No adverse patient effects were reported.